Manufacturer narrative:
Multiple attempts have been made on 04dec2024, 20dec2024, and 07jan2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that during set up of the device, it was observed that the devices touchscreen calibration passed but does not hold the calibration and becomes unresponsive. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for the touchscreen replacement for correction. Investigation ongoing.